Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure that included soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and the patient experienced cardiac perforation that required pericardiocentesis. During a pvc procedure, a pericardial effusion was diagnosed via transthoracic echocardiogram (tee) after the patient's pressure dropped. A pericardiocentesis was performed by the physician. The patient was stable at the time of the call. Physician's opinion on the cause of this adverse event was that the soundstar "perfed" in the rv (right ventricle) due to ventricle size. Patient recovered and was discharged. The total ablation time was 5 minutes. Total lesions were 14. Total fluid 70 ml from pericardiocentesis and total saline 225ml irrigation. Transseptal puncture was performed. No evidence of steam pop. Irrigated catheter settings: 15/ml and 2ml. No error messages were indicated on biosense webster product during the procedure. Force visualization features used: dashboard , vector, visitags. Additional filter used included surpoint.